Event description:
The customer reports that the md found that the guidewire was bent and couldn't use it. Another new product was obtained to finish the procedure.

Manufacturer narrative:
Qn#(B)(4). The customer returned an opened cvc set with a guide wire and other various components for evaluation. The end cap was not returned. There were no evidence of use on any of the returned components. The guide wire was observed to have a single kink towards the distal end of the body. During normal assembly, the kinked portion of the guide would have been located inside the straightener tube, protecting it from damage. The distal j-bend was intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink is the guide wire measured 25mm from the distal tip. The overall length of the guide wire measured 456mm which is within specification of 450-458mm per product drawing. The outer diameter of the guide wire measured .848mm which is within specification of .838-.877mm per product drawing. The guide wire was advanced through the returned ars and returned catheter to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. During normal packaging, the portion of the guide wire that kinked would have been located inside the straightener tube, protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the md found that the guidewire was bent and couldn't use it.another new product was obtained to finish the procedure.